Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage after being used for one day. The location of leak was tubing. There was no stress or pull reported on the tubing and the tubing did not come apart. No further information available.